Event description:
Product complication: none. Time of complication: during hospitalization start date is 2006 with no stop date reported. Date of procedure was 2/2/2006. Symptoms: headaches,right thumb and forefinger numbness. It was reported that during hospitalization the patient experienced headaches. The start date was in 2006 with no stop date being reported. The date of the procedure was 2/2/2006. The condition is continuing and was not pre-existing. It was not felt to be related to the device. The action/treatment was follow-up with patient two weeks from the one-month visit, which was later on to evaluate headaches. The patient's outcome was unchanged. The patient has reported right thumb and forefinger numbness. A ctscan of the head showed a tiny ischemic area in the left anterior parietal lobe. The patient also has a facial droop on the left side; however, this was secondary to his previous surgery. No focal deficits were noted and the patient had 5/5 motor and sensory equally bilaterally. The patient has a previous history of squamous cell carcinoma of the tonsil and had undergone left radial neck dissection along with postoperative radiation for approximately six weeks. No additional information was available.